Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported patient outcome could not be conclusively determined through this evaluation. Multiple requests for additional information were issued to the customer; however, no further information was provided. (B)(4) was not returned for evaluation. Review of the device history records showed no deviations from manufacturing and qa (quality assurance) specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The heartmate 3 lvas IFU lists adverse events that may be associated with the use of heartmate 3 left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The cause of death was not provided.